Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two episodes of syncope the day after implant of their implantable cardioverter defibrillator (ICD). The patient went back to the hospital but experienced two more episodes of syncope a week later. Follow-up was done for more information; however, multiple attempts were unsuccessful. The ICD remains in use. No further patient complications have been reported as a result of this event.